Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the cut on the pink rubber likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
As reported, there is a tear in the distal tip. The issue found at reprocessing. There is no patient involvement on this event. Device evaluation found cut on probe pink rubber. This report is being submitted for cut on probe pink rubber.

Manufacturer narrative:
The subject device was evaluated. Inspection and evaluation found probe unit pink rubber cut. In addition, a-rubber glue was found with a crack. Play observed on control knob and bad angle was observed. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.